Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/04/2018. Device returned to manufacturer? Yes. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device evaluation: two (2) patient interface lot# 60107008 were returned within their original packaging. A visual inspection of the returned devices did not reveal any damage to the components and all parts were assembled correctly. Suction and dimensional testing was performed with all results within specification. The reported loss of suction issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60107008. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during surgery. The suction ring assembly issue with an intralase patient interface (pi) occurred after the patient was applanated. Per account, it was not able to maintain suction prior to laser firing. It was not able to complete procedure as they wait for the inflammation to subside. It was noted that one (1) flap/ ring procedure was replaced. Per follow up information, two (2) suction losses occurred during laser firing and there were two (2) procedures lost. Patient was rescheduled for photorefractive keratectomy (prk), but patient has not returned for the procedure. This report is one (1) of two (2).